Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
All of these parts are for the solara3g wheelchair. The issue was that they needed new parts for the wheelchair. Previous parts were broken. In this case they did not get the part they wanted, they received in this case a part for a bed not what he wanted. All the parts shown in the entry are for that chair also. Dealer is stating that he got a bed part instead of the right wheel lock, but the packaging was for right side wheellock. The part he got was 1114890. Mis labeled product.